Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was treated by paramedics due to a blood glucose level of 34 to 40 mg/dl. Customer stated that she was given a glucagon shot and was not taken to the hospital. The customer was wearing the insulin pump at the time of this incident. Troubleshooting was not performed during the call. The insulin pump was not replaced or returned for analysis.